Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery alarms. The customer's blood glucose level at the time of incident was between 90mg/dl and 130mg/dl. The customer states it was a past event and were not able to troubleshoot at the time of call. The customer was advised to call when issues arise. The customer also mentioned a hospitalization for their high blood glucose level during a cannula troubleshoot. The customer's blood glucose level at the time of hospitalization was 270mg/dl. The customer states they were told to change out their site and if issues continued to return to the emergency room. The customer was advised to call when issues arise in order to troubleshoot.